Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm or replicate the customer reported complaint of cable issue. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. A visual inspection was performed and found no cable damage. Additional findings not reported by site: the instrument was found to have charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a cable issue. There was no report of patient involvement.